Event description:
A malfunction alarm, specifically alarm 30, was reported while the customer was using the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. The customer was unable to successfully load a new cartridge as the alarm recurred. Technical support assisted by deciding to replace the pump, confirming it was under warranty, and guiding the customer to use multiple daily injections as a backup therapy. The customer was also instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label.